Event description:
It was reported that while using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes that the sample is being rejected due to hemolysis occurring in the tube. No patient impact reported. Report 1 of 2.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and issues relating to hemolysis were not observed. Complaints for sample quality are under statistical control for the month of june 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes that the sample is being rejected due to hemolysis occurring in the tube. No patient impact reported. Report 1 of 2.

Event description:
It was reported that while using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes that the sample is being rejected due to hemolysis occurring in the tube. No patient impact reported. Report 1 of 2.

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 11-sep-2024. Investigation summary: bd received 2 samples for lot 3163222 and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, the 2 customer returned samples and 100 retention samples from bd inventory were evaluated by visual examination and issues relating to hemolysis were not observed. Complaints for sample quality are under statistical control for (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.